Event description:
Healthcare professional (hcp) reported patient was injected in the lips with one syringe of juvéderm volbella® xc. Approximately one month later, patient was also injected with ¿restylane kysse up.¿ a month later, patient experienced swelling, pain, pustules in the lips and when touched would erupt. Patient also developed a rash on the belly, deemed not device related. The patient was treated with 4ml of hylenex® and bactrim. The patient experienced a "reaction" to bactrim after six days and was switched to clindamycin. Symptoms are improving and "little skin sloughing but almost back to normal."

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.